Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He was not able to duplicate the reported problem. After testing, a preventive maintenance service was performed on the system.

Event description:
The customer reported that they lost avgfi (anterior vented gas forced infusion) pressure during the procedure. The eye went soft and the pt experienced a "choroidal" (detachment). The customer also reported that the cpc connector was a little tighter than usual. Additional info has been requested.